Event description:
Technician alleged that the right foot brake was ratcheting. No injury reported.

Manufacturer narrative:
The technician adjusted the right brake foot brake to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.